Event description:
It was reported to manufacturer that the vns patient was experiencing chest pain when the device was on. Additionally, the physician reported that the patient was seen at the "clinic" and the pain was a level 10, and the patient also experienced "numbness tingling in hands". Three days later the patient continued to experience pain and presented at the emergency room believing it was due to vns therapy. At the emergency room, the patient was advised to tape the magnet over the device. The patient then reported that the magnet fell off and it caused sharp pain. Patient experienced breakthrough seizure from the ER visit and medications were added. The following day, the treating physician saw the patient and the device was tested. Both normal and system diagnostics test results revealed normal device function. The device was turned off at the office visit. X-rays were sent to manufacturer for review. There were no obvious anomalies observed that could be contributing to the reported events. Attempts to obtain additional information have been made, but have been unsuccessful to date.